Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Review of the returned samples confirmed pic (B)(4). (Collapsed tubes) was appropriate.

Event description:
It was reported that some bd vacutainer® k3e 5.4mg plus blood collection tubes were dented. No report of injury or medical intervention.

Event description:
It was reported that some bd vacutainer® k3e 5.4mg plus blood collection tubes were dented. No report of injury or medical intervention.

Manufacturer narrative:
Additional information: review of the 5 returned tubes, confirmed pic pas-002-pic- collapsed tubes was appropriate. No qns or other issues relating to the reported defect were identified in the DHR.